Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, post an unrelated surgical procedure where the ipg was not placed into surgery mode, the ipg was no longer able to communicate with external devices. Troubleshooting steps were unsuccessful in recovering the ipg. As such, a manufacturer representative deemed the ipg inoperable. As a result, intervention is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.